Event description:
It was reported that a malfunction alarm (alarm 16) occurred and while resetting the pump a continuous glucose monitor (cgm) error 42 occurred. There was no reported adverse impact to the customer. Customer reset pump and cgm session was resumed.